Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump fails to alarm when door is open and set is loaded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The pump fails to alarm when door is open and set is loaded was verified. The cause was determined to be a failed upper auxiliary which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.